Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on (B) (6) 2010, to classify this case. The pt alleged that the product issue began approx 2-3 weeks prior to contacting lfs. On an unspecified date, the pt claimed, she tested on the subject meter and obtained results of "49, 310, 510, and 167 mg/dl," performed within 20 mins apart of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The pt confirmed that she was not exhibiting any diabetic symptoms when the readings were taken. The cca documented that the pt manages her diabetes with insulin (self-adjuster). The pt informed the mss that she tests her blood glucose about 8 times a day. The pt stated that she takes 24 units of lantus daily and humalog insulin on a sliding scale. Due to the alleged erratic meter readings, the pt claimed that she based her humalog insulin dosage on how she felt. On (B) (6) 2010, the pt claimed that she developed symptoms of "extreme thirst, headache, and itchiness," which the pt confirmed that she interpreted as signs of hyperglycemia. The pt denied testing her blood glucose on any other meter. The pt reportedly treated herself with 1-2 units of humalog insulin. During the troubleshooting session, the cca verified with the pt that she was using a correct technique for testing her blood glucose on the reported meter. The cca walked the pt through a quality control test on the reported meter that passed. The meter, test strips, and control solution were replaced. This complaint is being classified as MDR-reportable because the pt claims that due to the inaccurate erratic readings she obtained on the subject meter, she made adjustments to her diabetic management, and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began. However, there is no evidence that the lfs meter malfunctioned since it passed a quality control test during the troubleshooting session.